Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that at implant, the lead had no capture, high impedance, and unacceptable thresholds. The patient possibly could have had lots of bad tissue. The lead was positioned ten different times without satisfactory measurements. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.